Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliate, a 26mm sapien 3 ultra valve was to be implanted in the aortic position via transaxillary approach. As the delivery system and valve were advanced through the 14fr esheath+, the valve became stuck in the expandable portion of the sheath. Under fluoroscopy a valve strut was seen protruding from the expandable part of the sheath. The system was withdrawn as a unit. A second set of devices was prepared and a 26mm sapien 3 ultra valve was implanted with good result and without vascular complication.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the product evaluation. The following sections of this report have been updated: corrected h3, corrected h6 component codes, codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Visual examination revealed the following: one strut of the crimped valve was bent at the inflow side. The valve was expanded, and the following was observed: bent strut was corrected, frame distorted/canted, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Scratches were observed along the returned esheath+ hdpe. Due to the nature of the event, functional and dimensional testing were not performed. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The valve frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) and/or procedural factors (excessive device manipulation) likely contributed to the event as evaluation of the returned esheath+ revealed scratches along hdpe. In addition, reported information indicated that the valve became stuck. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Furthermore, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.